Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary vessel. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the insertion of the stent through the guide catheter, the middle of the delivery system broke in half. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported,